Event description:
Device appears to be intermittently undersensing/oversensing on atrial lead possibly misclassifying episodes. Device appears to be undersensing on ventricular lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146392.